Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer2 cubies popped out multiple times. The customer reported there was a spark on cable and no delay to patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. A field service engineer (fse) replaced the drawer control board on full height drawer 2. The fse recovered a few medications from the cubie pockets and tightened few drawers¿ front panel the fse then replaced the pyxibus interface cable due to cuts and exposed wire. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer2 cubies popped out multiple times. The customer reported there was a spark on cable and no delay to patient workflow. There were no adverse events or injuries reported based on this event.